Event description:
This spontaneous case from united states was received on 27-dec-2017 from other non-healthcare professional. This case concerns a (B)(6) male patient who initiated treatment with synvisc one and after an unknown latency experienced difficulty walking, swelling to the left knee, sharp pain and discomfort, also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once at a dose of 6 ml (indication: not provided). On an unknown date in (B)(6) 2017, after an unknown latency, the patient experienced swelling to the left knee, difficulty walking and sharp pain. The patient had not recovered. The patient is getting better but he still has discomfort. Corrective treatment: not reported for all events. Outcome: not recovered for all events. Seriousness criteria: important medical event for device malfunction. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 2-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced difficulty walking. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case is cross reference with case ID: (B)(4). This spontaneous case from united states was received on 27-dec-2017 from other non-healthcare professional this case concerns a 79 years old male patient who initiated treatment with synvisc one and swelling to the left knee, sharp pain (both on 0 day), after an unknown latency experienced difficulty walking, and discomfort, also, device malfunction was identified for the reported lot number. No previous medications were reported. Medical history: chronic back pain, dyspnea, hyperlipidemia, coronary atherosclerosis, essential hypertension, atrial arrhythmia and osteoarthritis of knee, bilateral. Patient had no known drug allergies (nkda) (active). Concomitant medications: tramadol hydrochloride (tramadol) for knee pain, multivitamins, ketotifen fumarate (alaway), amlodipine, acetylsalicylic acid (aspirin), atorvastatin, fluticasone, losartan potassium (losartan), meloxicam, metoprolol tartrate (metoprolol), potassium chloride, pantoprazole, spironolactone, paracetamol (tylenol) and rivaroxaban (xarelto). It was reported that, patient had received synvisc one injection to the left knee without adverse event (07-jun-2017). Patient family history was reviewed: maternal grandmother had heart disease, father had heart disease, unspecified relation: gastroesophageal reflux disease. Father deceased 76 years, heart attack, 3x by pass heart problems in moms side of family. Social history: orthopedic surgery, smoking status: former smoker (notes: quit 1975), alcohol intake: none and exercise level: moderate. Surgical history: right shoulder rotator cuff 2008, hand surgery 2002 and left knee surgery 2006. Past medical history: atrial fibrillation: y-chads2vasc, heart disease: y, high blood pressure: y, high cholesterol: y, notes: hyperlipidemia, hypertension and cad. Hpi: hand dominance: right, date of injury: nki, date of surgery: none, location: l knee, severity (0-10): 0, nature: aches. Patient reported that, he was doing well, was using his unloader brace with relief and here for synvisc spp. Waiting tramadol hydrochloride and also his handlcap placard was about to expire and would like to review it. General: no recent fever or chills musculoskeletal: all uninvolved extremities were without new onset significant pain, weakness, non-functional rom, joint swelling or deformity. Physical exam: constitutional: general appearance: healthy-appearing, nad, wellnourished and well-developed. Gait and station: appearance: shuffling gait with unloader brace on left knee. Cardiovascular system: arterial pulses left: posterior tibialis normal. Knees: inspection right: no warmth, erythema, or swelling and normal axial alignment. Inspection left: no warmth, erythema, or swelling and genu varum deformity; dark red discoloration on anterior knee from placement of cold pack bony palpation left: tenderness of the medial joint line and the lateral joint line. Soft tissue palpation left: no tenderness of the lateral collateral ligament and tenderness of the medial collateral ligament. Active range of motion right: crepitus and flexion (100 deg) and extension normal. Active range of motion left: crepitus and flexion (100 deg) and extension (-5 deg.); no pain with motion. Stability right: ligamentous instability medial with valgus stress at 0 deg. Grade 01. Stability left: ligamentous instability medial with valgus stress at 0 deg. Grade 1. Strength right: reduced strength. Strength left: reduced strength. Skin: right lower extremity normal, left lower extremity normal. Inspection and palpation: no rash or lesions. Neurologic: sensation: grossly intact (sensate to lt throughout, b/l). Psychiatric: mood and affect: normal mood and affect and active and alert. On (B)(6) 2017, at 02:15 hours, patient received treatment with intra articular synvisc one injection once (batch/lot number: 7rsl021; expiry date: 01-may-2020) at a dose of 6 ml for osteoarthritis bilateral knees. On the same day, at 02:25 om, patient body mass index (bmi) was 27.6, pain scale was 0 and temperature was 98.6 degree f (37 c). On the same day, patient reported left knee pain and swelling. As corrective treatment, patient was given hydrocodone bitartrate/paracetamol (norco) 5mg-325 mg tablet-take 1-2 tab(s) po q6h prn (qty: 60 tablets). Patient reported left knee symptoms on (B)(6) 2017 and reported to the clinic on (B)(6) 2017. On an unknown date in(B)(6) 2017, after an unknown latency, the patient experienced swelling to the left knee, difficulty walking and sharp pain. The patient had not recovered. The patient was getting better but he still has discomfort. It was reported that, patient had not followed up since (B)(6) 2017. It was reported that, no washout was performed as patient did not had any active signs of infection in the knee. Patient was given a prescription for hydrocodone bitartrate/paracetamol to help with the associated knee pain. No medical or laboratory tests were done for the problems. The events severe left knee pain with swelling was related to synvisc one. There were none medications, disease states etc which might had played a role in the patient event. Corrective treatment: hydrocodone bitartrate/paracetamol for swelling to the left knee and sharp pain; not reported for rest all events outcome: unknown for swelling to the left knee and sharp pain; not recovered for rest all events seriousness criteria: important medical event for device malfunction a pharmaceutical technical complaint (ptc) was initiated with global ptc number:(B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 15-jan-2018. Global ptc number was added. Additional information was received on 05-mar-2018 from other non-healthcare professional. Suspect drug synvisc one indication and start time added. Events swelling to the left knee and sharp pain corrective treatment added; start date updated and outcome updated from not recovered to unknown. Patient weight and height added. Medical history, concurrent conditions and concomitant medications added. Clinical course was updated. Text amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated 5-mar-2018: follow up information doesnot change previous case assessment this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced difficulty walking. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.